Event description:
A customer reported that blood was observed to penetrate through the transducer protector being used on a system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector during patient use.